Manufacturer narrative:
The customer stated qc results were acceptable on both meters. The meter and test strips were requested for investigation. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter alleged an accu-chek inform ii meter generated glucose results prior to applying blood to the test strip. The meter memory was checked and the patient results that were reportedly generated with no blood being applied to the test strip were: 4:09 = 158 mg/dl, 4:09 = 159 mg/dl, 4:11 = 159 mg/dl,and 4:12 = 155 mg/dl. The reporter did not know how the tests were being performed. The patient¿s result from a different inform ii meter within 15 minutes was 110 mg/dl. This result was generated with blood being applied to the test strip. The result of 110 mg/dl was believed to be correct. The test strip lot number was 479431 with an expiration date of 30-jun-2022.

Manufacturer narrative:
The customer's meter was returned for investigation. The returned meter was tested with retention test strips and controls. Control ranges: level 1: 30-60 mg/dl level 2: 261-353 mg/dl results: level 1 ¿ 46, 48, 47 mg/dl level 2 ¿ 323, 318, 320 mg/dl all returned results are within acceptable range. Visual examination was performed and revealed internal contamination. The device was disassembled and its electronic compartment was visually inspected. The strip port area and contacts were checked. Residues of an invading fluid were observed on the meter¿s electronics. The observed contamination may have contributed to the the alleged problem. Medwatch fields d9 and h3 have been updated.